Event description:
The customer's father reported via phone call that the insulin pump shut off without warning. The customer's father stated that he did not know the cause of the issue. The caller did not know the customer's blood glucose reading. The customer's father stated that he did not receive a low battery alert prior to the off no power alert. The insulin pump was not available for troubleshooting at the time of the call, as the customer was away at school with the insulin pump. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.